Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous, mr, 3.50x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the mid to distal sections of the stent was damaged ¿ stent struts had been stretched in a distal direction along the balloon, some pulled over the distal tip. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. The undamaged stent outer diameter was measured and was within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other issues noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-march-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained in the right artery. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 28 x 3.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.